Event description:
It was reported that this pump of this inflatable penile prosthesis was sticky. The physician confirmed that the device was periodically challenging to cycle. The pump was explanted and replaced. No patient complications were reported.